Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified yellow particles in the shell, broken shell, and crease fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken pattern and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken pattern on the radius device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: b.5., d.6b, d.9., g.2., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leak".

Event description:
Healthcare professional reported muscle tightening; this event is not device related. Additionally, healthcare professional reported left side "leak". Device remains implanted.